Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address a broken post on the articular surface approximately nine (9) years and six (6) months post-operatively. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices - nexgen stemmed nonaugmentable option tibial component size 4 catalog #: 00598603702 lot #: 62049122, nexgen cemented option femoral component size f right catalog #: 00599601652 lot #: 62056783, nexgen all poly patella cemented size 35mm catalog #: 00597206535 lot #: 62027354. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device showed signs of use such as nicks, gouges, micro-motion with wear and the post was fractured. The device was submitted for further analysis, which determined the fracture was potentially caused by overloading, exacerbated by impingement damage to the posterior base of the post caused by contact with the cam of the femoral component. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.